Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : implanted

Event description:
Edwards received notification of a 52mm evoque procedure where on post-op day 1, the patient developed a third-degree av block. On post-op day 3, the physician decided to implant a permanent pacemaker with a coronory sinus lead. The procedure was eventful with an optimal outcome. The baseline rhythm prior to the procedure was atrial fibrillation.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 the complaint for valve interacts with conduction system was confirmed with other empirical evidence based in the complaint event. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. A definitive root cause cannot be determined due to no available images to perform a further investigation.